Manufacturer narrative:
Secondary surgery, (B) (4)

Event description:
The reporter stated, the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's right eye (od) on (B) (6) 2009. The lens was explanted on (B) (6) 2009 due to excessive vaulting. Subsequently, the pt experienced shallowing of the anterior chamber depth. The lens was exchanged for a shorter lens. The pt's current bcva is 20/28.